Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device found the liner was fractured. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Event description:
Part reported for unknown reasons.